Event description:
Reporter alleged discrepant blood glucose results of 157 mg/dl back to back with a result of 86 mg/dl when testing was performed 3 minutes apart on the aviva system. The location of the testing was not provided. No actions or treatment resulted. A request was made for the return of the suspect device and replacement product was sent.